Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that the patient had a full system explant. The rep was not present at the explant. The hospital scheduler did mention that it was going to be a replacement, but the patient's insurance denied a replacement, so the patient decided to have the entire system removed for an unknown reason. The issue was deemed resolved at the time of the report. No further complications were reported. No patient symptoms were reported.